Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge. Additionally, it was reported the customer observed air bubbles in the patient line and the customer experienced a damaged cartridge. Customer¿s blood glucose level ranged between 200-250 mg/dl. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.